Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a 'low battery' meter message. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information but the patient was unwilling to provide answers to most mms questions. The following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca) except where indicated. The patient reported that the alleged product issue began on an unknown date in (B)(6) 2011. The patient reported she manages her diabetes with insulin. The patient reported to the mss that as a result of not being able to proceed past the 'low battery' meter message, she was unable to use the meter and could not administer insulin. The patient was unwilling to report to the mss if she developed symptoms as a result of the issue. The patient reported to the cca that she was hospitalized and received hcp treatment of insulin because of the product issue. The cca noted that during troubleshooting, there was no misuse of the subject meter and that the subject meter battery was in need of replacement. Replacement products were sent to the patient. This complaint is being reported because although it is not known if the patient developed any symptoms of severe hypoglycemia or hyperglycemia, the patient reportedly received medical intervention by an hcp and received insulin as treatment for severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4) 2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529